Manufacturer narrative:
Submit date: 2018-01-08. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that they set the pump to feed from 9:30pm to 9:30am but it never alarms in time, so they now set it to 9:15.

Manufacturer narrative:
The unit was inspected and tested and the reported issue could not be confirmed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.